Event description:
It was reported that the 9800 system locks up images directory. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. Both hard drives were replaced during the service call. The system was tested and found to be working as intended and put back into service.